Event description:
It was reported unspecified particulate (reported as "impurities") were observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 19, 2021 - august 24, 2021. H10: the device was received for evaluation. Unaided visual inspection along with magnification was performed which did not did not identify any abnormalities that could have contributed to the reported condition. No foreign matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.